Event description:
While the surgeon was using the 5mm endo clip iii auto suture device (lot # n2g0419x, ref: 176630), the device stopped delivering staples even though an ample amount of staples were available in the device. Another endo clip was obtained and used without incident. No patient harm.what was the original intended procedure?laparoscopic sleeve gastrectomy.